Manufacturer narrative:
As reported, the catheter housing of a 6f/7f mynx control vascular closure device (vcd) split open during balloon preparation, exposing the sealant, and the product was not used in the body. Manual compression was used to complete the procedure. There was no reported patient injury. The patient underwent a diagnostic heart catheterization via a retrograde approach. A 6f non-cordis sheath introducer was used. The femoral artery¿s suitability was confirmed on angiography, including a proper insertion angle of 30¿45 degrees and a vessel diameter of at least 5 mm. There was no vessel tortuosity or presence of peripheral vascular disease (pvd) or calcium at the puncture site. The device was removed from the package by the white handle, with no damage observed on the packaging. The product was stored and prepared per the instructions for use (IFU). The account and all users were certified in the use of the mynx device. One non-sterile 6f/7f mynx control vascular closure device was returned for investigation. Visual inspection showed that button 1 and button 2 were not depressed. The stopcock was found open, and no syringe was returned for this evaluation. The sealant was present in its manufactured position, fully covered by the sealant sleeves. Regarding the sealant sleeve condition, no abnormal conditions were observed. The catheter sheath introducer (csi) was not returned for this evaluation. The balloon was deflated, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. Per dimensional analysis, the slit length was verified and found to be within specification, obtained using a calibrated ruler. The catheter working length was also verified and found to be within the defined specification. This measurement was also obtained using a calibrated ruler. A simulated deployment test was performed to ensure functionality. The unit functioned as intended, deploying the sealant and retracting the balloon as expected. After the tension indicator was aligned by pulling the distal tip in the distal direction, button 1 and button 2 were depressed in the instructed sequence. Additionally, a functional evaluation was performed using a laboratory sample introducer sheath. The unit was inserted into and withdrawn from the sheath, and no friction or resistance was perceived during this evaluation. A high-magnification microscopic evaluation was performed to assess the surface of the sealant sleeves. During this analysis, no abnormal conditions were observed. The reported events of ¿sealant sleeves (cartridge assembly)-frayed/split/torn¿ and ¿mynx control system-deployment difficulty-premature¿ were not observed through analysis of the returned device since there were no frayed/split/torn condition noted to the sleeves and the sealant was fully contained within the device. The cause of the issue experienced by the customer could not be conclusively determined during analysis. Based on the information available for review and the product analysis, it is not possible to determine what factors may have contributed to the failure experienced by the customer since there were no anomalies noted to the device. However, handling factors are likely. It should be noted that the slits in the sealant sleeve assembly are not a product defect. The mynx control device is manufactured with the sealant sleeve assembly at the distal end of the catheter cartridge tubing. The sealant sleeve assembly is assembled with 2 side slit overlapping sleeves. The slits are designed to decrease unsheathing force and increase deployment reliability. The sealant is placed right under the sealant sleeve assembly and is protected by the sealant sleeve assembly from being exposed prematurely. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggests that the issues experienced by the customer could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the catheter housing of a 6f/7f mynx control vascular closure device (vcd) split open during balloon preparation, exposing the sealant, and the product was not used in the body. Manual compression was used to complete the procedure. There was no reported patient injury. The patient underwent a diagnostic heart catheterization via a retrograde approach. A 6f non-cordis sheath introducer was used. The femoral artery¿s suitability was confirmed on angiography, including a proper insertion angle of 30¿45 degrees and a vessel diameter of at least 5 mm. There was no vessel tortuosity or presence of peripheral vascular disease or calcium at the puncture site. The device was removed from the package by the white handle, with no damage observed on the packaging. The product was stored and prepared per the instructions for use. The account and all users were certified in the use of the mynx device. The device will be returned for evaluation.